Event description:
It was reported that fluid got into the rotaflow drive. The failure occurred during the maintenance of the rotaflow. During the repair by the supplier emtec it was found that the rotaflow displayed the error message ¿head error¿. No patient has been involved. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that "fluid got into the rotaflow drive" during maintenance. During the repair at the supplier emtec it was found that the rotaflow drive displays the error message "head error". No harm to any person occurred. The affected drive (serial#(B)(4) and the roaflow console (serial#(B)(4) was sent back to manufacturer for repair. Both were received on (B)(6) 2021. The drive was sent to the supplier emtec on (B)(6) 2021 for further investigation and repair. On (B)(6) 2022 emtec was able found fluid residue on the rotaflow drive electronics. In addition the error message "head error" was found to be displayed. The supplier replaced the rotaflow drive electronics and the rotaflow drive cap. After the replacement the device is working as intended. The most probable root cause for the "fluid ingress and head error" could be determined as mishandling by the supplier emtec. A getinge service technician repaired the affected rotaflow console (serial#(B)(4) on (B)(6) 2022. The device was cleaned and the ICU cover for switch (material#70107.3409) and the hl20_rubber foot 24x12 rpm/tpm (material#70105.4567) have been replaced. After the replacement the rotaflow console is working as intended. The most probable root cause for the missing ICU cover for switch could be determined as rough handling by the user. The most probable root cause for the replaced rubber feet could be determined as environmental influences (e.g. Cleaning agents) or according to our technical support. After functional test at getinge service department on (B)(6) 2022 the device was sent back to the user. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2017-12-05. The review of the non-conformities has been performed on 2022-02-04 for the period of 2017-12-05 to 2021-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.